Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was populated as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc device. The customer received unspecified sensor scan results compared to readings obtained on a competitor brand device and felt shaky. The customer was unable to self-treat and was administered with an injection (dose/type unspecified) and sugary drinks by a third party. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A high readings issue was reported with the use of the adc device. The customer received unspecified sensor scan results compared to readings obtained on a competitor brand device and felt shaky. The customer was unable to self-treat and was administered with an injection (dose/type unspecified) and sugary drinks by a third party. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Sensor kit expiration date is 31-jan-23. Medical event associated with this complaint case occurred on 24-mar-23, which confirms device is beyond the useful life. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.